Manufacturer narrative:
The device was not returned for analysis. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after opening the apollo catheter package, it was realized that the distal detachable tip was missing. The packaging was not damaged. There is no patient injury occurred.

Manufacturer narrative:
Based on the device analysis and the reported information, the report of tip missing could not be confirmed. There is no indication that the detachable tip was ¿missing¿ but rather prematurely detached. It is possible the tip became damaged or weakened during removal from within the packaging coil subsequently causing the tip to detach. However, the cause for the tip premature detachment could not be confirmed. The lot history record showed no discrepancies that would have contributed to the reported experience. During final product inspection, an operator is to verify the distal segment length per routing and visually inspect the ldpe to the distal shaft and the detachable tip area. Therefore, it is unlikely the tip was detached and not present during manufacture. Per the apollo instructions for use (IFU): ¿gently remove the packaging coil for the apollo onyx delivery micro catheter from the package. Flush the coil with heparinized saline through the female luer attached to the coil. Flush the coil with saline through the female luer attached to the coil. Remove the catheter by removing the hub from the clip and gently pulling on the hub.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. The apollo distal tip was found to be detached. The apollo micro catheter was removed from within the dispenser track with resistance. No issues or irregularities were found with the apollo micro catheter hub. No bends or kinks were found with the apollo micro catheter shaft. The detachable tip was found to be detached from the micro catheter. The dispenser track was examined; however, the detached tip could not be located. The apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured and was within specification. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.